Event description:
Additional information was received from a manufacturer representative regarding a patient. It was reported that the cause of the implantable neurostimulator (ins) battery depleting quickly and not holding a charge, the difficulty making a connection, and the controller display showing the incorrect date was not determined. It was unknown if any actions/interventions were taken to resolve the issue. The manufacturer representative stated that they hadn¿t heard from the patient and assumed the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that although the patient would see excellent recharge quality on their controller screen while charging the ins, the screen would then go to ins battery level low/screen 66. The patient typically was able to charge the ins easily and didn't have issues getting it positioned. On the day of the call, the ins was at 30% when the patient started charging the ins and the controller was at 100%. The patient tried to take out the battery to address the issue but it didn't help. The rep reported that the patient charged every other day but also mentioned that the patient was told they would have to charge every 4-6 days. The rep doesn't know if this recharge frequency estimate was based on a general statement from someone when the patient was first getting implanted or if it was based on an actual energy calculation using the tablet. The rep indicated that the patient's current recharge frequency was appropriate because they were using 800us and 9.x for intensity. The patient reported that they used to charge every other day, but noticed they had to charge more beginning in june/july. The patient stated they now had to charge daily and the ins was draining faster than expected. The patient said that for the last 3 days they had a hard time making a connection with the ins, they couldn't charge and they were seeing "recharger problem" (screen 84) when trying to charge, beginning this past saturday. The patient reported that because the ins was not holding a charge they lose stimulation and they couldn't feel their feet when they walk. The patient noted they usually were on group c @ 9ma. The patient said they have done hard resets and repositioning the recharger (rtm) to try to resolve "recharger problem" and charging, but it was chronic. The patient stated that sometimes they charge the ins up to 30-40% and they have been able to get it to 90% before. The patient mentioned that they stood up to 4 hours and pressed the rtm against the ins trying to get good quality charging. The patient also reported that the controller lock screen was showing the incorrect date of (B)(6) 2011. A replacement rtm was sent to the patient. No further complications were reported/anticipated.